Event description:
Information originating from peer review article: it was reported that partial atrial loss of capture, high capture threshold and pseudo-atrial fusion was observed post implant was observed on the implantable cardioverter defibrillator (ICD) and right atrial (ra) lead post implant. Programming changes were made. The ICD and ra lead remained implanted and in use following the programming changes. The patient was stable.

Manufacturer narrative:
The initial information was obtained from the article titled "bradycardia-dependent conduction block of the atrial tissue in a patient after double-chamber implantable cardioverter defibrillator implantation. Journal of electrocardiology 86 (2024) 153776. Https://doi.org/10.1016/j.jelectrocard.2024.153776.¿ authors: kailun zhu, zhanxiong zheng, yanxi shi, jianjiang xu, zhenliang chu a,d, department of cardiology, the second affiliated hospital of jiaxing university, jiaxing, zhejiang 314000, china b medical college of yangzhou university, yangzhou, jiangsu 225009, china c department of cardiology, jiangsu taizhou people¿s hospital, taizhou, jiangsu 225300, china d department of cardiology, the first affiliated hospital of dalian medical university, dalian, liaoning 116000, china